Event description:
Pt revised to address pain, polyethylene wear of liner. Intraoperatively found stem loose.

Manufacturer narrative:
Original implant date reported as 10-13 years ago. Examination was not possible, as the devices were not returned. Review of the device history record was also not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.